Event description:
A report has been received of a fluid leak from a cassette, inside the cassette door. Fluid leakage had extended underneath the cycler. There is no sample available for evaluation. There is no report of pt ill effect.